Event description:
Event description cpi received information that due to a rate sensing lead (0010) mechanical erosion, this (0010) was removed from service and capped. This occured in october of 1996. We recieved further information in june 1997, about the patient's devices, thus the reason we are reporting this late. A bipolar endocardial lead (0014), along with a ventak mini (1746) was attempted implant, it was assumed that the patient had cpi patches (leads), when in fact the patient had ventritex patches. At this time the physician elected not to use the (1746) and the (0014) and implanted a (1762) (ICD) along with a (0125) lead system. Nothing was wrong with the (0014) it was not adaptable to the patient at that time.